Manufacturer narrative:
The reported condition of can't perform software upgrade was not confirmed or duplicated therefore an assignable cause could not be determined. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). The quality engineer has identified an inverter harness issue as the confirmed reported condition. The assignable cause was a loose connection between the rear inverter harness and isocom board which did not allow the software upgrade. The rear inverter harness and isocom board was replaced to correct the reported condition. A service history review revealed no previous service events were related to the reported condition.

Event description:
This is a report of a colleague infusion pump in which you can't perform software upgrade. The reported condition occurred during preventative maintenance procedure in the biomed department. It is unknown if there was patient involvement. No patient injury or medical intervention occurred. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.